Manufacturer narrative:
No sample was returned for evaluation. Manufacturing review of the referenced lot number and respective device history record was conducted on 21jan2022, showing that all units were quality released on 11jun2021 having met all internal qc acceptance requirements. There were no non-conformance's associated with the manufacturing lot during the final packaging. Sterile subassembly lot m21b1059 ((B)(4)) was also reviewed for potential issues impacting the quality of this product. This subassembly lot was released to component inventory on 09mar2021 having met all quality requirements including product sterility testing following eo sterilization, as well as internal bioburden and product pyrogen (lal) testing requirements. In lieu of a request for the OEM supplier for a DHR review of the ecm material lots, it is noted that aziyo processes the non-sterile envelope materials by cutting, suturing, packaging, and sterilizing. It is noted that per the instructions for use (IFU - (B)(4)) provided with the finished cangaroo envelope device, infection is listed as a potential complication associated with this procedure and device usage. It is also noted that the instructions for use specify the use of room temperature sterile water, sterile saline or sterile lactated ringers to hydrate the product for 1-2 minutes prior to use. The physician used vancomycin, soaking for 2 minutes. Although the exact cause of the reported issue cannot be conclusively determined, the reported infection is a known complication associated with the use of a cangaroo envelope and a surgical implant procedure. The bacterium propionibacterium acnes is a gram-positive human skin commensal (shelters in and feeds on the host without damage to the host) microbe. Since it is harbored in the skin, the likelihood of the origin of infection is from the patient herself. It prefers anaerobic growth conditions, such as those provided within an ICD pocket. Self-infection is an understood risk of any invasive procedure, despite efforts to "sterilize" the skin. Should aziyo receive any additional details related to this event, a supplemental report will be filed.

Event description:
Notified by email from aziyo sales rep regarding a patient who received an ICD generator change with implant of cangaroo envelope (model cmcv-009-xxl, lot m21f1209) on (B)(6) 2021. Seroma noted (B)(6) 2021. Device explanted (B)(6) 2022. Cultures returned positive for propionibacterium acne.